Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book image on the screen. The blood glucose of the customer was 116 mg/dl. Customer also stated that pump error(s) was not displayed before the open book image was displayed on the screen. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No critical pump error (open book image) alarm noted during testing.